Manufacturer narrative:
H2: d11: additional information: lot number of 9731203 is 0400007140. H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that the system was tested and remained in green status during burn-in testing. The emitter failed the accuracy test. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: 10, 114 and 4307 are associated with the system checkout. 10, 120, and 4307 are associated with the field generator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: 9731203, s/n or l/n: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the site has been having issues with their longer instrumentation verifying. A manufacturer representative was on-site testing the instruments and could replicate the issue. The straight probe and straight suction needed to be manipulated a lot in order to verify. The value on the patient tracker is low and confirmed the emitter set-up is about a fist distance away with the bottom of the emitter lined up with the patient's nose. The same suction was tried on a different system for testing and verified without issue. No issues with shorter instrumentation and the straight suction being tested is new. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.